Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0bde5, implanted: (B)(6) 2013, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported there was a lead issue. The patient was getting some benefit but the surgeon felt the patient could have better symptom relief if the leads were placed in the dorsal reticular nucleus (drt). They were going to remove the leads from the ventral intermediate nucleus (vim) and place them in the drt while keeping the same battery. The leads were to be removed on (B)(6) 2015. The revision had not occurred yet but it was scheduled. **please see manufacturer report #6000153-2015-00350 for information on the patient's concomitant system.